Event description:
Lodi mini-implant tooth pos.34 loosened and removed, fracture of the implant in the lower third fragment is surgically removed.

Event description:
Lodi mini-implant tooth pos.34 loosened and removed, fracture of the implant in the lower third fragment is surgically removed.